Event description:
It was reported by the clinician that the intensive care unit physician placed the catheter. As he removed the spring wire guide (swg), it began to unravel. It was noted the physician almost lost the swg; however, the swg was intact when removed from the pt. There were no pt complications reported.

Manufacturer narrative:
Sample will not be returned for evaluation.